Manufacturer narrative:
The device alarmed prime during displacement test due to motor with high current draw. Unable to perform self-test, error test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to prime alarm. Unable to confirm unexpected restart alarm due to alarm. All operating currents are within specification. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system before the piston reached the reservoir. The customer's blood glucose level at the time of the incident was 49 mg/dl, which she treated with a glucose tablet. The customer stated that the insulin pump was not dropped and the drive support cap was normal. It was advised that to discontinue the use of the insulin pump and revert to a backup plan. The insulin pump was returned for analysis.